Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.